Event description:
The short gastric vessels (<4mm) were sealed during an open esophagusotmy procedure. After sealing the vessels they reopened and bleeding occurred. Surgeon used another vessel sealing device to control bleeding. No pt harm was reported. The device was discarded by hospital staff.